Event description:
The hcp reported the pt had been experiencing worsening pain. The hcp was unable to interrogate or program the pump - "pump jammed in off state." The pump was explanted after an implant duration of 8 months. It was replaced and returned to the manufacturer for analysis. The pt is reported to have recovered without sequela.